Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash on his back under the therapy electrode pads and an open wound under the front te pad. The patient's physician recommended using a hydrocortisone cream to treat the rash. Follow-up indicated that the patient's rash was improving.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method (other): biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.